Event description:
Customer reported meter results of 180 mg/dl and 83 mg/dl within 10 minutes, and 273 mg/dl and 77 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.